Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 225cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was receiving a routine checkup and the medical professional diagnosed the patient with a deflated breast implant. The affected side was not indicated. As a result, the patient underwent removal and replacement with a 225cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2022. Several follow-ups have been conducted regarding the affected side, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.